Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe, there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one physical sample and three picture samples were received for evaluation by our quality engineer. Upon visual inspection of the samples, a black stain was observed inside of the packaging on the blister film. The scale and logo were correctly printed on the barrel. Through magnified inspection, the black stain was identified as grease which transferred from the film to the barrel. A device history record review did not reveal any issues during the production of lot number 1711210 that could have contributed to this issue. It was been determined that the film came in contact with a machine chain within the packaging machine. The chain guides the film during the primary packaging process. Based on the preventive stringent line clearance procedures, we are certain this is an isolated incident. Manufacturing personnel have been notified of your experience to raise awareness of this matter. Investigation conclusion: upon inspection at 10x it can be confirmed this black stain is grease and it was on the film and the barrel resulted stained when it was in contact with the film. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of this foreign matter is that the film by any failure was in contact with the chain of the packaging machine. This chain guides the film by the extremes during primary packaging process in packaging machine.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
After further review of the information provided, this complaint is deemed not reportable. The foreign matter was not within the fluid path of the device and is not considered to be a reportable event.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter outside of the fluid path. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.